Event description:
It was reported that during preparation of the 3.0x18 mm vision stent delivery system, the stent did not appear to be in the correct place on the balloon and the stent implant was able to be moved on the balloon, back into its crimped position. Additionally, upon further investigation there appeared to be a tear in the outer membrane proximal to the balloon. There was no reported resistance during removal of the protective sheath from the balloon. The device was not used on the patient. A new vision 3.0x18 mm sds was used successfully to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported unstable stent was not confirmed. The reported tear was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.